Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the alarm history revealed a call service 088 alarm on (B)(4)2013. During evaluation, there were no cs 088 alarms, errors or warnings that occurred during the investigation. The reported allegation of cs088 alarms was unable to be duplicated during evaluation. Unrelated to the complaint, the text on the display screen was found to be dim and faded. Also unrelated to the complaint, the battery compartment was found to be cracked from the bumper pad down to the case seal. The battery cap was not returned. A test battery cap was used for testing purposes. The battery cap secured to the pump and maintained an electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.